Manufacturer narrative:
H.10: the information related to device model and serial numbers has been added to the dedicated d.4 section and h.4 section has been updated accordingly. The most likely root cause of the reported issue is a defective microcontroller. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the gas bender system. The incident occurred in (B)(6). Further information in order to clarify the reported event has been requested. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the saturation values were low during procedure due to a s5 gas blender system issue. The gas blender was replaced with another and the procedure could be completed. Afterwards, the gas blender was tested and two error codes occurred. There was no report of patient injury.